Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse fount in the logs that "gas loss in iab circuit" alarm had taken place at the time of the event. The fse serviced the certified iabp and the iabp had no helium leaks. The fse then checked out the iabp with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety test per factory specifications. The fse refer the customer to page 117 of the cardiosave operating instructions, on instructions for the gas loss intervention feature. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.